Manufacturer narrative:
The battery clip was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the pt was attempting to switch from the power module to batteries in the morning, she could not get the battery clip to engage with the system controller. She set it down next to her so she could re-evaluate the situation and inadvertently disconnected herself from both power supplies. She had a pump stop for less than 1 min when she was able to reattach 1 power source and by that time her husband had arrived and was able to finally get the battery clip to attach. The pt was given a new battery clip in clinic. The vad coordinator attempted to connect the system controller to the clip and could not get it to fully engage into the locked position.